Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion was damaged. The event was discovered during testing, there was no patient involvement.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. During the visual inspection the downstream occlusion seal was found to be degraded. The downstream occlusion seal was replaced.